Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Coloplast reviewed all lot numbers where the reported abiss lot # was associated with. The associated coloplast lot #s are: 3396875, 3375205,3375206, 3355619, 3355620, 3355621. However, based on the limited information received, coloplast cannot determine which lot # may have been associated with the reported complaint, so all lot #s were reviewed. The review of the coloplast lot #s listed revealed no trend in the complaint, nonconforming report and CAPA data. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by (B)(6), erosion of the strip in the vaginal wall, tingling in the thighs after an effort while walking, chronic fatigue, weakness in legs and particularly in the right leg, allergic type skin reaction all over body without finding the source of the allergy, irritable bowel syndrome, intolerable to gluten, intolerance to dairy products, urge to urinate constantly even after emptying bladder, difficulty in urinating, pain in the groin, limited pelvic movements, difficulty in bending and getting up because the lower back blocks, inflammation of the belly, feeling of pressure in the vagina as a weight that tries to come out down, pain in the hips, difficulties in finding a comfortable position to sleep, stiffness and pain throughout the spine, pain in the lower abdomen, feeling of something pulling inside the lower abdomen, difficulty sitting, vivid angulations on the heels and palms of the hands, significantly increasing the frequency and intensity of migraines.